Manufacturer narrative:
The customer replaced the sample syringe and plunger. No additional leak was observed. Bec identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) a fluid leak under the reagent probe and syringe assembly of their unicel dxc 800 synchron system. The customer reported that the syringe was loose and there was brown discoloration in the modular chemistry (mc) sample syringe. The customer reported no known erroneous patient results. No effect to patient or user was reported in connection with this event.